Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc tried to replicate the reported failure using a spare distal cover (lot. H0729) and confirmed that the distal cover did not come off when it had no damage and it was correctly attached to the endoscope. The manufacturing record was reviewed and found no irregularities. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Anti-fog agent adhered to the subject device and was damaged by chemical attack, making it easy for the subject device to come off the endoscope. The subject device was easily removed from the endoscope due to insufficient attachment to the endoscope. When the subject device was attached to the endoscope, the subject device was damaged by pushing it diagonally, making it easy for the subject device to come off the endoscope.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2 and h6. A1, d10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. -reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
The subject device was not been returned to olympus since the user discarded the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an ercp (endoscopic retrograde cholangiopancreatography) and stent removal with the subject device, the subject device fell off from the 190 series duodenoscopes into the patient¿s stomach. The physician retrieved the subject device from the patient. The physician reattached another distal cover to the 190 series duodenoscopes to complete the procedure. The user report that there was no abnormality in the installation of the subject device and the 190 series scope. There was a possibility that the subject device fell off from the 190 series duodenoscopes when the stent was removed. The user checked the subject device and it was not damaged. The user discarded the subject device since it was heavily soiled.